Event description:
Pt removed bandage over IV site to manipulate IV catheter. When pt did they noted "bubble" in tubing, blood around IV site and the hub was free. Pt had used scissors to cut the bandage off. Pt checked the floor, bandage, all over for the catheter and was not found. Advised pt to go to the ER. X-rays done. Could not find evidence of catheter in arm. Surgery done in 2003. Could not find catheter. They advised pt that if catheter in them it would stop at lungs.